Manufacturer narrative:
Updated data: a1. Patient initials b1. Changed to adverse event product problem b5. A second paragraph was added. D. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: d-evolutfx-2329, lot: 0012606116, use by date: 2027-01-02, UDI: (B)(4). H6. The codes correspond to multiple components/products that comprise this reported event. Annex b (added b17 -dcs). Corrected data: e1. Initial reporter region was inadvertently omitted from the initial medwatch report. G2. Report source h6. Annex a (removed a26, added a050405 and a150202), annex e (removed e2401, added e0621) additional codes. (Removed g07001, added g04027 and g04002) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted for an unspecified reason. Additional information was received to report after the first valve was fully released from the delivery catheter system (dcs), the valve frame was positioned too far into the left ventricle which resulted in an unknown severity of paravalvular leak (pvl). Subsequently, a second valve was loaded onto a second dcs and the valve was implanted valve-in-valve and the pvl resolved.

Event description:
Additional information was received that severe paravalvular leak (pvl) occurred following the implant of the first valve. The desired implant depth of the valve was 3 millimeters' (mm). It was noted that the patient's complex anatomy and type 0 valve contributed to the shallow implant depth. Per the physician, no problems were observed during valve deployment.

Manufacturer narrative:
Image review: four fluoroscopic media files were provided for review. The patient¿s complete executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation. The images show a valve already implanted and a post implant dilatation being performed. The type and size of the balloon was not provided. For undetermined reasons, a second valve was implanted within the previously implanted valve, tav in tav. Final angiogram showed no signs of aortic regurgitation/paravalvular leak. Due to the limited documentation provided, this review is inconclusive. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012606116); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted for an unspecified reason.